Event description:
The customer's family member reported that their pt was hospitalized for low bgs. The customer lost consciousness and had low bgs during night time. The bolus history, daily dose, prime and personal settings were checked. The prime history indicated five prime amounts of 4.0 units each. The family member stated that their pt was sleeping, does not know the pump operation, and did notover very deliver insulin. The parents stated that the same incident was noted at the beginning of june when the pump delivered insulin during prime.